Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was unable to set to their system into MRI mode. Diagnostics revealed high impedances on both leads. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information indicates that the high impedances lead to ineffective therapy as well.